Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent stop key on the channel a pump pumphead module keypad. This event occurred during product evaluation. There was no pt injury or medical intervention necessary. No additional information is available. This device is an unremediated pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
During product evaluation, a baxter service technician found a colleague infusion pump with an intermittent stop key on the channel a pumphead module keypads. No assignable cause was provided during product evaluation. However, the channel a pumphead module keypad was replaced to correct this condition. This issue is currently being investigated under CAPA.